Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted in attempt to direct stent a lesion in the circumflex coronary artery. It was not possible for the stent to cross the moderately calcified lesion therefore, it was removed from the pt. A 3.0mm by 20mm ptca balloon was then inserted, however, it was unable to cross the lesion, so it was removed. The lesion was then subsequently pre-dilated with a 2.0mm by 20mm ptca balloon. The s7 stent was then re-inserted, however, after several attempts to cross the lesion it was noted that the stent was coming off of the delivery balloon. The stent was deployed in the artery proximal to the intended site. The inflation pressure at which the stent was deployed is unknown. After the stent deployment, a dissection was noted distal to the stent. The dissection was treated with the deployment of two s660 stents, which covered the targeted lesion site. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The lesion not being pre-dilated contributed to the device not crossing the lesion.